Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was sweating, shaking and experienced tachycardia. The cgm reading was 360 mg/dl and the patient self-treated with 3 units of insulin. The cgm decreased after 5 minutes to 100 mg/dl and after another 5 minutes to 80 mg/dl. Then she took a bg reading which was 30 mg/dl and she called emergency medical services (ems). The patient self-treated with glucagon and then took another bg reading which was 80 mg/dl. The paramedics arrived and the patient was not treated as she already self-treated with glucagon. At the time of the report the patient was feeling better. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d, e zone of the parkes error grid. No additional patient or event information is available.